Event description:
Boston scientific crm received information that post implant procedure and pocket closure, this ventricular lead was not capturing. The lead appeared to be in an appropriate position. The physician elected to reposition the lead. All available information suggests this lead remains in service. Should additional information become available, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.